Event description:
It was reported an intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). In a secondary surgical procedure, the iol was explanted due to complaints of cannot drive, double vision, and extremely light sensitive and the iol was replaced with a non-johnson & johnson surgical vision lens. There was no serious patient injury, however, a vitrectomy was performed. It was indicated vitrectomy maybe required. Patient is doing well post-lens exchange. No further information is available.

Manufacturer narrative:
Section b-3: date of event: although (B)(6) 2023 was provided, the year is missing a digit. The best estimate date is between (B)(6) 2022 and (B)(6) 2023 (iol implant and explant dates). Section d-4 catalog number: a complete catalog number is unknown, as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section h3-81: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Section h6: health effect - clinical code: 2140 visual disturbance- dysphotopsia, 2140 photophobia. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.